Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation is ongoing as additional information has been requested of the field. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during the implantable cardioverter defibrillator (ICD) implant procedure, the physician attempted multiple axillary sticks then proceeded the cut-down to obtain venous access. R-waves were very poor from the beginning(measuring 1.3-1.4 mv during the case), then measured 2.4 mv through the device. Threshold and impedance measurements were normal. The following day during the post-procedure check, r-waves had improved, measuring greater than 3 mv. The patient had developed a hemothorax one day post-implant, but stabilized. The patient then had surgery to repair the hemothorax, but went in to shock and never recovered and subsequently passed away. It was noted that one of the initial sticks was believed to be the cause of the hemothorax, then the patient passed away from complications related to this. The physician confirmed there were no allegations against the boston scientific device or lead. The products were not explanted post-mortem. Then two days later, the field representative was called to turn off the device.